Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) that is causing atrial arrhythmia detection that appear not real. Noise was also noted during arm movement testing. It was further reported that the right atrial (ra) lead exhibited under-sensing of p waves. Reprogramming occurred. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.